Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: during investigation, moisture was found in the battery compartment. Cracks were found in the battery compartment from above the grip pad to the threads, and from below the grip pad to the case seal. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no further moisture damage. Unrelated to the original complaint, the display was dim with reddish text. Additionally, the battery cap threads were damaged, and it was difficult to remove from the test pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.